Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported right implant rupture. Device remains implanted. Right side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
Healthcare professional reported right implant rupture. The device has been explanted and replaced. Right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Visibility/palpability : unable to observe since it is a medical event and is not related to the device. Additional observations: yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right implant rupture.the device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture and visibility palpability was reviewed on april 11, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility palpability: unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided it is not possible to determine the lot number or catalog through the photos provided. Device photograph(s) for the device related to the reported event rupture was reviewed on march 30, 2023. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It cannot be determined which device is for the left or right side per the photos provided it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right implant rupture. The device has been explanted and replaced.